Event description:
The customer reported that she experienced high blood glucose levels, as well as no delivery and motor error alarms. The customer stated that the paramedics were called to her work recently due to high blood glucose levels. The customer had fallen asleep at work, and the paramedics were called. The customer's blood glucose reading was 580 mg/dl. The customer was unable to troubleshoot at the time of the call due to not having any supplies. Advised that the insulin pump would be replaced due to the motor error alarms. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.